Event description:
It was reported that the guidewire lumen detached from the tip of the catheter. During a procedure a farawave pulsed field ablation catheter was selected for use. After successfully testing deployment and preparing the catheter it was inserted into the left atrium. After cannulating the left superior pulmonary vein (lspv) with the guidewire extended more than six centimeters into it, four ablations were performed with the catheter array deployed to the basket shape. However, when attempting to change the configuration to the flower shape, the array was seen reverting back to the undeployed state under fluoroscopy after almost reaching the desired shape, and the deployment state could not be changed back afterwards. The catheter was withdrawn from the patient, and it was found that the distal end of the guidewire lumen had detached from the catheter tip. The catheter was replaced, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire lumen detached from the tip of the catheter. During a procedure a farawave pulsed field ablation catheter was selected for use. After successfully testing deployment and preparing the catheter it was inserted into the left atrium. After cannulating the left superior pulmonary vein (lspv) with the guidewire extended more than six centimeters into it, four ablations were performed with the catheter array deployed to the basket shape. However, when attempting to change the configuration to the flower shape the array was seen to jump back to the undeployed state under fluoroscopy after almost reaching the desired shape, and the deployment state could not be changed back afterwards. The catheter was withdrawn from the patient, and it was found that the distal end of the guidewire lumen had detached from the catheter tip. The catheter was replaced and the procedure was completed. No patient complications were reported. The catheter has been received for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which noted that the guidewire lumen was not adhered to the tip of the spline array. Next, they inserted a guidewire through the lumen, and were able to advance it all the way through which indicated there was not a blockage or damage to the inside of the guidewire lumen. When the catheter was dissected nothing abnormal was noted. Based on all the available information boston scientific confirmed the allegation of a detached guidewire lumen. The cause was determined to be component failure as the bond between the guidewire lumen and the catheter tip failed. The failure of this bond would also be the cause of the catheter's inability to deploy the array.